Event description:
The customer suspected that they did not add wash solution a reagent onto the bottle with the di water. The customer indicated that on (B) (6) 2008, they noticed the wash solution appeared clear instead of pink colored during weekly maintenance. The solution a container in question was verified to have been on the provue for a least 4 days. No reports of any discrepancies, but results have been reported. Qc testing was acceptable, with no discrepancies in the last 4 days. Ocd customer technical services advised the customer to contact their quality assurance department with regards to possibly retesting any pt samples that have been tested with the suspected solution a container only filled with water. An incorrect wash solution used during testing may cause carry-over, cross contamination or hemolysis of reagents or samples, which could result din erroneous test results.

Manufacturer narrative:
A review of the certificate of conformity (coc) for wash solution a lot# 7017 shows satisfactory results. No other complaints have been logged against this lot. Incident is isolated. (B) (4).